Event description:
It was reported that the lead exhibited noise and over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 17 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.